Event description:
It was reported that all but one of the electrodes had high impedances of over 4,000 ohms. The impedance issues occurred several months post implant. The patient also experienced hip pain, ¿pain,¿ less than 50% therapy relief, and a loss of therapeutic effect. Diagnostic testing and troubleshooting included impedance tests and reprogramming, but it was ultimately decided that the implant was to be turned off until replacement on (B)(6) 2015. Patient reported to have recovered without permanent impairment, but scheduled replacement had yet to occur.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0pab2, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).